Event description:
It was reported that the pump screen went blank unexpectedly, and the device displayed a reset screen, requiring it to be plugged into a power source to turn back on. The customer's blood glucose level exceeded 500 mg/dl, displaying a "high" value at the time of the event. The customer addressed the issue by administering a corrective injection via mdi and there was no injury. The customer continued to use the pump for insulin therapy.